Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis (rga) test was above the test limit. It is believed that the failure of this ics device was caused by a loss of hermetic seal, which was concluded from the assessment of the rga data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing headaches with and without device use, performance limitations, and intermittency issues. External equipment was exchanged and programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on march 20, 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.